Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set blockage at the site event on 13-jun-2024. The events occurred after 3 hours of insertion and the insertion site was at hip. The blood glucose level at the time of event was high (specific value unknown) and patient treated it with correction bolus via pump and multiple daily injection (mdi) followed by changing supplies as necessary and resumed insulin therapy. No further information available.